Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The report suggests that a cardiac itu patient became significantly hypotensive during a noradrenaline infusion and on closer inspection a leak was identified from the stopcock. The report suggests that the patient became significantly hypotensive, which required immediate medical attention and further medication to stabilize their blood pressure.